Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, while exchanging instruments the trocar is losing gas. The staff did mention the surgeon torques the scope a lot. The same device was used to complete the procedure. No adverse consequences reported. The device was discarded.